Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to keytone asidosis. Customer's blood glucose levels at the time of hospitalization 758mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated with insulin drip. Toubleshooting occured. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor and excessive no delivery test. Pump received with normal operating currents. No unexpected battery out limit or weak battery alarm noted. Pump received with cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4)